Manufacturer narrative:
Per the user facility, when booted up, the flow sensor indicated an error indicator that was blinking in red, and an "oxygen supply pressure low" message was displayed on the central control monitor (ccm). The epgs was also making noise as it was operating. Per the manufacturer's subsidiary, the hose connections were checked and no gas leaks were found. Also, a second calibration was attempted but failed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had an oxygen (o2) analyzer calibration failure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint. He connected the electronic patient gas system (epgs) to a system 1 simulator and a central control monitor (ccm). Upon opening the perfusion screen a 'low oxygen supply pressure' message was displayed. The ccm displayed 1.87 liters per minute (l/min) of flow even though no air or oxygen (o2) were connected to the epgs. The measured output voltage of the internal flowmeter was 0.93 volts when zero volts was expected. It was determined that the calibration failure was due to a defective internal flowmeter.

Manufacturer narrative:
Updated blocks: evaluation codes and correctional #/ removal reporting #. The reported complaint was confirmed. Per supplier evaluation, the unit was not received by the supplier, however the unit is suspected to have a defective wire bond based on the description of the problem. The service repair technician (srt) replaced the flowmeter. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.